Event description:
It was reported that on (B)(6) 2025, a minerva endometrial ablation procedure was performed on a patient suffering from aub. After the dilation of the cervical canal using pratt or hank dilators to 18 french (~6-mm), the handpiece was inserted, passed the uterine integrity test (uit), and performed the full ablation cycle. Post-ablation hysteroscopy indicated adequate uterine cavity distention. Despite visualization being somewhat compromised secondary to floating debris of ablated tissue in the uterine cavity, the physician stated that he did not see any evidence of a uterine perforation. The patient was discharged the same day. Within 24 hours post-procedure, the patient was evaluated in the emergency department, and an exploratory laparotomy confirmed presence of uterine perforation as well as burn and perforation of the small bowel. Intra-operative peritoneal lavage, end-to-end anastomosis, and hysterectomy were performed. The patient recovered and was discharged.

Manufacturer narrative:
Based on the information reviewed, there is no indication of a product deficiency directly related to the reported adverse event. The more likely cause of the perforation was related to the device being malpositioned deep within the myometrium, but without a full-thickness perforation at the time of the uit, which in turn allowed for it to pass, which was potentially secondary to under-dilation of the endocervical canal at the time of device insertion. Under this scenario, a transmural burn with formation of a mechanical perforation during the energy delivery cycle is possible and may result in unintended thermal effect on the organs of the viscera. The disposable handpiece used in this case was not returned, and therefore, a failure analysis of the complaint device could not be performed. The customer did not provide the lot number, so a device history review was not performed. However, all handpieces met all qa specifications prior to release, including adequate sterilization. Perforations and injuries, such as thermal injury, are known complications of an endometrial ablation procedure. Complications associated with perforations and thermal injury are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: -use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. -activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. -excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. -although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. -post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. ·as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.